Manufacturer narrative:
Manufacturer ref no: (B)(4). During baxter's evaluation, the false upstream occlusion alarm was confirmed and was reproduced. Evaluation found the upstream sensor readings to be below specification. The upstream sensor was calibrated to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.